Event description:
The service report shows that the device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device, verified the malfunction and replaced the appropriate parts. The device then passed extended self testing.